Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the upper and middle 7-segment display is defective.no consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some led segments did not illuminate. Internal examination reveals corrosion on system board . The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.